Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was) device. The device was bloody inside and outside. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath and tip damage. The tip was slightly oval in shape with a small perforation and slight delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis 04oct2017. It was reported that the device was kinked. A left atrial appendage (laa) closure procedure was being performed. It was noted that the opening position of the atrial septum was slightly higher than the position of the left auricle. A watchman® access system (was) was introduced and when the physician tried to deliver the was into the left auricle, he found the tip of the was, was kinked. The was, was removed. The procedure was completed with another of the same device. No patient complications occurred and the patient condition was stable. However, device analysis revealed slight inner liner delamination.